Event description:
It was reported that during a laparoscopic colon procedure, the device had a solid tone. Did not function. Case was completed with same like product. No further information is available.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device a was returned with the gouged and cracked. Due to the damage to the blade, it was confirmed taht the device was non-funtional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use".